Event description:
Reporter alleged obtaining the results of 400 mg/dl, 70 mg/dl and 78 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she treated herself with novolog insulin based on the 70 mg/dl result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The account stated that the architect troponin reagent has generated false positive results on 3 patient samples. On patient #2,troponin result was 0.155 ng/ml, the myoglobin was 29 ng/ml. On (B)(6) 2010, the troponin value was determined to be < 0.010 ng/ml (reference range 0.00.0.30 ng/ml). There was no adverse impact to patient management reported.